Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 28 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from distal stent strut rows were noted to be lifted from their crimped position and pulled in a distal direction. The undamaged crimped stent od (outer diameter) was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed and 28mmx2.5mm target lesion was located in the severely tortuous and calcified left anterior descending artery. A 2.50 x 28 synergy drug-eluting stent was advanced for treatment. However, it was noted that the distal end of the stent scraped the lesion and the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combinaiton product.

Event description:
It was reported that stent damage occurred. The 90% stenosed and 28 mm x 2.5 mm target lesion was located in the severely tortuous and calcified left anterior descending artery. A 2.50 x 28 synergy drug-eluting stent was advanced for treatment. However, it was noted that the distal end of the stent scraped the lesion and the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.